Manufacturer narrative:
Product investigation summary: the device was visually inspected and the pebax and helix were found broken with metal exposed. Then, the irrigation test was performed and water leakage was observed on the damage area. The irrigation tubing was damage. Due to the condition observed, a scanning electron microscope (sem) testing was performed and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed on the surface of the pebax. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage found, cannot be determined since there is evidence that the device as manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and it was reported that during the procedure the catheter could not spray out saline evenly. The catheter was exchanged for another one to complete the procedure. No patient consequences were reported. On 2/8/2018, the bwi failure analysis lab received the device for evaluation. Initial visual inspection determined the returned product appeared in normal condition. On 3/22/2018, a second visual analysis identified the pebax and helix was found damage with metal exposed. The issue of exposure of internal parts of the catheter is a reportable malfunction. As such, the awareness date of the reportable malfunction is 3/22/2018.